Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to verify and duplicate the reported problem. The root cause was unable to be determined. The downstream occlusion sensor was replaced. The device then passed all functional tests.

Event description:
It was reported that the device exhibited a ¿cassette not recognized¿ issue. There was no reported patient involvement.